Manufacturer narrative:
(B)(6). A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The reason for reoperation is: rupture.

Event description:
Healthcare professional reported left side rupture. An ultrasound reported "presence of small amounts of peri-implant hypoechoic fluid." The device remains implanted.